Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the patient did not have a good clinical response after implant. No lead migration identified on x-ray. No worsening symptoms after the fall.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had degradation of the micturition state following a fall, with a return of urinary incontinence. Radiography was performed on (B)(6) 2015. Reprogramming was performed (B)(6) 2015. The event was ongoing and another visit was planned on (B)(6) 2015. The patient was alive with injury. The investigator assessed the event as not linked to the procedure, or the system, but was related to the electrode. Relevant medical history includes idiopathic functional urinary incontinence since 2008. If additional information is received, a follow-up report will be sent. The patient experienced intermittent unpleasant electric discharge sensation after reprogramming on (B)(6) 2015. The patient's programming was 1+, 2-, and 0.8 volts. The patient's device was turned off on (B)(6) 2015. On (B)(6) 2015, the patient complained about vaginal pain. The patient's programming was 2 -, 1 +, 1 ma, 25 hz, and 210 ms. No diagnostics or troubleshooting was performed. The patient's device was turned off on (B)(6) 2015. No surgical intervention had occurred or was planned. The investigator assessed the event as not serious and related to programming. Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the event was linked to the electrode and the stimulation. Reprogramming was performed on (B)(6) 2015 and (B)(6) 2016. The event resolved on (B)(6) 2015. See manufacturing report #3007566237-2015-03992.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.